Event description:
The customer reports that the swg (spring wire guide) is kinked during patient use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire for analysis for evaluation. Signs-of-use in the form of biological material was observed between the coils of the guide wire. Visual analysis revealed that the guide wire was unraveled from the distal end. Several kinks and bends were also observed across the guide wire body. The core wire distal j-bend was exposed out of the coil wire; however, the shape appeared normal. Microscopic examination revealed that the distal weld had separated from the core wire. Despite this, the weld was still attached to the coils. The proximal and distal welds both appeared full and spherical. The core wire length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .79mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested". The IFU also warns, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was unraveled from the distal end. The distal weld was separated from the core wire; however, the weld was still attached to the coils. The guide wire met all relevant dimensional and additional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bd en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur of a force greater than the design specification is applied during removal. Based on the circumstances and the report from the customer, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4). Preliminary evaluation of the returned device indicates the swg unraveled in use.

Event description:
The customer reports that the swg (spring wire guide) is kinked during patient use.